Event description:
It was reported that the universal handpiece was being used in a procedure when a white substance leaked from the tip. A back up handpiece, tip, and console were used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the universal handpiece was being used in a procedure when a white substance leaked from the tip. A back up handpiece, tip, and console were used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of leaking was not duplicated. The device functioned properly with no problem found related to the event. Cleaning can contribute to leaking of soapy liquid from the handpiece. According to the manufacturer's instructions for use, the handpiece is not intended to be immersed during cleaning. The device was returned to the user facility.